Event description:
It was reported that a catheter fractured and a pump was replaced again due to malfunction. It was later reported that the pump was used to infuse baclofen and hydromorphone. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type catheter. (B)(4) .